Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI# : unknown.

Event description:
Surgeon complained of faulty 2.45mm drill adapter. Explained 'not smooth on the inside of the drill bit,' attributing to grooves made by drilling.

Event description:
Surgeon complained of faulty 2.45mm drill adapter. Explained 'not smooth on the inside of the drill bit,' attributing to grooves made by drilling.

Manufacturer narrative:
It was reported that a drill adaptor was not smooth inside. The device was conform on leaving manufacturing site. The most probable root cause of this event would be the friction between the drill bit and the drill adaptor during drilling causing grooves on the inside of the drill adaptor. Since this part was not returned for investigation, the technical root cause of the event could not be determined. This topic is addressed through a CAPA. Corrected data: - b4 date of this report - g4 date received by manufacturer - h2 if follow-up, what type - h3 device evaluated by manufacturer - h6 event problem and evaluation codes - h10 additional narratives/data.